Manufacturer narrative:
Additional information received indicating the reason for lens rotation was patient related; therefore this event no longer meets the reportability requirements and is deemed not reportable.

Event description:
Additional information received indicating the reason for lens rotation was long al (axial length).

Event description:
It was reported the intraocular lens (iol) which was implanted into the left eye, rotated a total of 49 degrees following patient sneezing the day after iol implant surgery. Patient experienced blurry vision as a result. Lens was repositioned from 58 to original 107 degrees and a capsular tension ring was placed. The patient¿s outcome is reportedly good.

Manufacturer narrative:
The lens was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, the most probable root cause of the event is patient related factors.